Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the nanocross in the tp trunk. It is reported that the balloon burst longitudinally at 5 atm's. There was no injury to the patient. Evaluation summary: the nanocross 0.014in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The balloon chamber and inflation lumen of the catheter contained sanguine tinted fluid and material. The balloon chamber was in a post inflated state: not tightly wrapped or winged. All components of the device were accounted for. A 10cc air filled syringe was attached to the proximal hub and the guidewire lumen was flushed: clear fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip of the catheter. A 10cc water filled syringe was attached to the inflation lumen of the y-manifold and a vacuum was pulled: sanguine tinted fluid and air bubbles were pulled into the syringe this was repeated a total of three times with the same result. A 20cc water filled syringe with manometer was attached and pressurized to 12 atm: no change in the balloon chamber. Pressure was released and then re-applied fluid was not getting access to the balloon chamber. A vacuum was applied and the device was allowed to soak in a container of water. Approximately 2 hours later sanguine tinted fluid was observed in the syringe. The catheter was inflated to 12 atm, the balloon chamber was inflated and a pinhole leak was noted near the distal end of the balloon chamber.